Event description:
New information received notes that high and low defibrillation impedance measurements were noted.

Event description:
It was reported that a patient presented with an impedance issue noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.